Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "firmly seat modular head components to prevent dissociation. Thoroughly clean and dry taper prior to attachment of the modular head component to avoid crevice corrosion and improper seating." This report is number 4 of 5 MDR's filed for the same patient (reference 1825034-2016-02820 / 02821 / 1825034-2012-01995 / 1825034-2013-02189 / 1825034-2013-02190). Device not returned by attorney.

Event description:
During a left hip revision, medical records reported difficulty in removing the taper insert from the femoral stem. It was also noted that the femoral stem was loose.